Event description:
No additional information.

Manufacturer narrative:
Pr 8948658 ¿ follow up MDR for device evaluation. It was reported there were beads of fluid outside the syringe. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, four photos of a 3ml eurographic syringe, material 309658, were received and evaluated by our quality team. All the photos show the syringes loose and being held by a gloved hand. Two photos are the same showing a crack in the barrel on the non-scale marking are from the 0.5ml graduation line down to between the 1.5 and 2.0ml minor graduation lines. The other two images show the same syringe held at slightly different angle. The crack in the barrel in the scale marking is extending from the zero line down to the 2.5ml graduation line. The conditions observed are non-conforming per product specification and associated with the assembly process. As the lot provided is 'unknown,' a device history record review could not be completed. A lot number is required to determine is corrective actions are necessary. No further action will be taken at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 of the bd® syringe 3 ml ll experienced leakage. The following information was provided by the initial reporter, translated from french to english: 2 syringes of vidaza chemotherapy to be administered subcutaneously in the abdomen: administration of the first syringe: at the end of administration, observation of 4 to 5 drops on the patient's abdomen after withdrawal of the needle. Cleaning + drying administration of the second syringe: from the start of administration, several drops bead along the syringe (from the plastic of the syringe). Needle left in place and simultaneous call for chemotherapy: instructions to continue administration because it has already started and to return the syringes to the department.